Event description:
A facility tech reported a pt treatment was completed on a meridian hemodialysis machine without incident. There were no machine alarms or indications of any problems. A "couple of hours" after treatment, the pt reported not feeling well and went to the emergency room. Pt was hospitalized for a "couple of days" and diagnosed with hemolytic anemia. Pt is now reported to be "fine". It was reported that there were successful treatments with this device immediately before and after this incident. Concomitant products include a fresenius f-160 nr dialyzer and an unknown medisystems blood tubing.

Event description:
No pt symptoms were observed during dialysis treatment. The pt's blood pressure was stable, and no chest pain was present. Pt was afebrile before and after treatment. The pt was hospitlized from 8/17/2002 through 8/20/2002 and is currently stable.